Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and an error message "call tech support" was displaying on screen. The receiver log and functional test could not be performed due to the error message. The reported event of an error icon display was confirmed because of the occurrence of the call tech support error. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.